Event description:
It was observed during the device evaluation, that the subject device cable and video connector were flooded. In addition, corrosion on the electrical contacts of the video connector, along with a crack on the video connector were observed. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component failure. The cracks in the video connector indicated that the video connector was not airtight and moisture entered the interior. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.